Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the patient had died nine days post implant. Cause of death and circumstances surrounding the death have been requested and not yet received.